Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. All three photos of one device show the partial view of catheter sealed in plastic pouch with attached label. Labeling material and lot information were verified and matched with tw. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported fracture for one device as provided photos are not sufficient to confirm. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. Sometimes post the procedure, drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. It was reported that sometimes post procedure, the drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.